Event description:
The patient underwent bladder suspension surgery for a hypermobile urethra. Five weeks post-op the patient returned to the ER with severe disuria. A cystoscopy revealed that the device had eroded to the posterior urethra wall in the prominate portion. The patient subsequantly underwent surgery to excise the device and repair the urethra wall. The patient reports that the urine leakage is worst now than prior to the original procedure.